Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device barrel clamp, which was out of calibration. Additionally, the right plunger case was found to be cracked. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. The pump was recalibrated and the plunger case replaced, and the device passed all testing.

Event description:
It was reported that the pump does not recognize the syringe. There was no report of patient involvement.